Manufacturer narrative:
E1 hospital name: (B)(6) hopital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no picture. The issue occurred during an unspecified procedure and caused a 1-hour delay while the patient was under general anesthesia. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported the camera head had no picture. The issue occurred during an unspecified procedure and caused a 1-hour delay while the patient was under general anesthesia. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was evaluated and the customer's allegation of no picture was confirmed. The presence of multiple hernias were found on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: mechanical damage of the cable due to mishandling by the user and failure to follow instructions. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.